Event description:
It was reported that the lower part of the filter of a prismaflex st 150 set was observed to be cracked and leaked blood during continuous renal replacement therapy. The volume of blood loss was approximately 200ml. There was no report of serious injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization eua(B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic. The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photos showed a leak from the warmer connection luer connector. The specific defect that allowed the leakage was not visible in the photos. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the leak was not determined as no further or actual sample testing could be conducted. Should additional relevant information become available, a supplemental report will be submitted.